Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an impella cp could not be implanted due to the start up sequence not initiating. A second impella cp was subsequently implanted for planned support. There was no patient harm.